Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. It was noted there was normal depletion, it met expected longevity.

Event description:
It was reported that the lead had an undefined resistance. Later lead impedance was within normal limits and was high impedance. Lead impedance appeared to be varied. There was no capture. The lead is still in use; the device was explanted and replaced. No patient complications have been reported as a result of this event.